Event description:
It was reported that the patient underwent a gynecological procedure to treat pop on (B)(6) 2006 and a mesh was implanted into the patient. It is reported that the patient experienced pain, dysuria, dyspareunia, frequency, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures, including a mesh revision on (B)(6) 2008, and treated with pain medications and steroids. She underwent surgery to treat rear colporrhaphy on 01/12/2013 and the remaining mesh was removed. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.